Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver did not recognize wall air while supporting the patient. There was no reported adverse patient impact. The customer also reported the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The inability of the driver to recognize wall air as reported by the customer was confirmed during incoming testing. The root cause of the reported issue was determined to be the main buffer pressure sensor voltage was out of the specified range, which indicated a malfunction of the manual pressure regulator. The manual pressure regulator was replaced and the driver passed all final performance testing. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5664 follow-up report 1.